Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a guidewire broken issue occurred. The device evaluation was completed on 20-jun-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the wire tip was broken and about to be cut. The damage observed could be related to excessive force or manipulation during the procedure; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 28-apr-2023, noted a correction to the 3500a initial in the following fields: -h3. Reason for non- evaluation field was processed as ¿device evaluation anticipated, but not yet begun¿ and should have been processed as ¿other¿. Therefore, updated this field accordingly. -h10. Additional manufacturer narrative should have included: the bwi product analysis lab received the device for evaluation on 21-apr-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6) initially in the 3500a initial report the issue was reported as assessed as MDR reportable for a ¿broken tip¿ issue. During an internal review on 29-may-2023, the issue was reassessed to MDR reportable for a ¿guidewire broken¿ issue. H6. Medical device problem code field submitted in the 3500a initial remains the same as "break ((B)(6))".

Manufacturer narrative:
Additional information was received on 01-may-2023. The issue was observed in the catheter room. The damage resulted in wires being exposed. The tip of the wire was almost cut. The device was not used in the patient. It was a partial detachment. No picture available. The damage was a breakage. No needle products were used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, small and a broken tip issue occurred. After opening the carto vizigo¿ 8.5f bi-directional guiding sheath - small, the physician confirmed the tip of the wire and confirmed that about to cut. This issue occurred before insertion into the patient¿s body. They completed the procedure with a new vizigo sheath. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for a broken tip issue.